Event description:
The reporter stated that the sampling site port has become disengaged due to cracks in the plastic surrounding the site, thus allowing blood to back up the line and spill on the floor. No patient information available at this time.

Manufacturer narrative:
The customer indicated that samples would be returned however has not been received as of yet. The breakage could not be determined without returned product; however, through inhouse testing, it was determined that the breakage is due to a smaller internal diameter on the sampling site body, and over time the body is expanding and cracking. The orbital process used to secure the site in the body was reviewed with no issues present. The sampling site body has been revised over the last year to allow for ease of insertion of the sampling site. We believe that the change to the body will address this issue. The lot numbers in question were manufactured prior to the change to the body. The device history records were reviewed with no issues present. Medex was unable to confirm this issue however can determine the possible cause. No additional action necessary at this time. Medex considers this issue closed with this MDR report.